Event description:
It was reported that when the device is turned on, it will display a service indicator. The device will not turn off by pressing the power button. Also, when running an user test it continuously restarts the self test and does not complete it. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply assembly and determined that root cause for the reported failure was an electrically leaky filter, designator fl14.